Manufacturer narrative:
Additional information: d9, h3 plant investigation: a dialyzer from the reported lot was returned for evaluation. During gross visual examination, a delamination was observed in the polyurethane (pu) to be extending from approximately 310° to 60°, with the dialysate ports at 0°, on the cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak is confirmed due to a delamination and will be coded 630 ¿ delamination. The probable causes for a delamination include: how the dialyzers are loaded into the potting carrousel, potting ratios, and conditioning carrousel media issues. As there was a leak due to a delamination causing an inadequate seal between the pu and the housing the probable cause code selected was c0703 ¿ leakage/seal, and as the separation occurs during manufacturing probable cause code d0301 ¿ manufacturing deficiency was also selected. A review of the production records found that there was no excursion related to the identified failure and there were no associated non-conformances. Therefore, the complaint is confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) stated a hemodialysis (hd) machine prompted with a blood leak alarm within minutes of initial treatment on a 2008t machine (serial # (B)(6). Staff used blood leak test strips with positive results for the presence of blood. The sample was available to be returned for evaluation. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) stated a hemodialysis (hd) machine prompted with a blood leak alarm within minutes of initial treatment on a 2008t machine (serial # (B)(6)). Staff used blood leak test strips with positive results for the presence of blood. The sample was available to be returned for evaluation. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) stated a hemodialysis (hd) machine prompted with a blood leak alarm within minutes of initial treatment on a 2008t machine (serial # (B)(6)). Staff used blood leak test strips with positive results for the presence of blood. The sample was available to be returned for evaluation. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.